Event description:
I had allergan natrelle style 15.371cc silicone implants placed in early 2015. By the end of 2015, I was experiencing large hives and rashes daily. My right hand had severe sharp pain and a nerve conduction study showed nothing. With too much use my hands would swell to twice their size. I have since been diagnosed with lupus. Sjogren's, ra and chronic urticaria vasculitis. I have headaches almost daily now, joint and back pain. I am extremely tired all the time. The time line for possible breast implant illness is difficult to ignore. I do have a mitral valve prolapse, but other than that I was in good health. I went from taking a beta blocker daily to also being on plaquenil, and methotrexate (and courses is prednisone as needed). I wanted to report this because if there is any link people need to know. I have had so much blood work done over the last 5 years. I can provide it if needed. I still have the implants and I am searching for surgeons now to possibly take them out. FDA safety report ID# (B)(4).